Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy period') and medical device removal ('total hysterectomy removing everything except ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), endometriosis ("extensive endometriosis"), ovarian cyst ("cysts on my ovaries"), uterine enlargement ("my uterus was twice the size it should have been and had fibroids") and pelvic pain ("so much of my pain was"), underwent endometrial ablation ("I then had ablation") and medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("my uterus was twice the size it should have been and had fibroids"). Essure was removed. At the time of the report, the menorrhagia, medical device removal and pelvic pain had resolved and the endometrial ablation, endometriosis, ovarian cyst, uterine enlargement and uterine leiomyoma outcome was unknown. The reporter considered endometrial ablation, endometriosis, medical device removal, menorrhagia, ovarian cyst, pelvic pain, uterine enlargement and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- heavy periods, ablation, adenomyosis, hysterectomy, endometriosis, ovarian cysts, uterus enlarged, pelvic pain, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy removing everything except ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("I then had ablation"), experienced endometriosis ("extensive endometrosis"), menorrhagia ("heavy period"), ovarian cyst ("cysts on my ovaries"), uterine enlargement ("my uterus was twice the size it should have been and had fibroids"), pain ("so much of my pain was"), acne cystic ("cystic acne"), gluten sensitivity ("gluten allergies"), memory impairment ("I will say gluten is also evil for memory issue.") And milk allergy ("dairy allergy") and was found to have uterine leiomyoma ("my uterus was twice the size it should have been and had fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, menorrhagia and pain had resolved and the endometriosis, endometrial ablation, ovarian cyst, uterine enlargement, uterine leiomyoma, acne cystic, gluten sensitivity, memory impairment and milk allergy outcome was unknown. The reporter considered acne cystic, endometrial ablation, endometriosis, gluten sensitivity, medical device removal, memory impairment, menorrhagia, milk allergy, ovarian cyst, pain, uterine enlargement and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- heavy periods, ablation, adenomyosis, hysterectomy, endometriosis, ovarian cysts, uterus enlarged, pelvic pain, fibroids quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:- new event cystic acne ,dairy allergies, gluten allergies, I will say gluten is also evil for memory issues as well was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy removing everything except ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("I then had ablation"), experienced endometriosis ("extensive endometrosis"), menorrhagia ("heavy period"), ovarian cyst ("cysts on my ovaries"), uterine enlargement ("my uterus was twice the size it should have been and had fibroids"), pain ("so much of my pain was"), acne cystic ("cystic acne"), gluten sensitivity ("gluten allergies"), memory impairment ("I will say gluten is also evil for memory issue.") And milk allergy ("dairy allergy") and was found to have uterine leiomyoma ("my uterus was twice the size it should have been and had fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, menorrhagia and pain had resolved and the endometriosis, endometrial ablation, ovarian cyst, uterine enlargement, uterine leiomyoma, acne cystic, gluten sensitivity, memory impairment and milk allergy outcome was unknown. The reporter considered acne cystic, endometrial ablation, endometriosis, gluten sensitivity, medical device removal, memory impairment, menorrhagia, milk allergy, ovarian cyst, pain, uterine enlargement and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- heavy periods, ablation, adenomyosis, hysterectomy, endometriosis, ovarian cysts, uterus enlarged, pelvic pain, fibroids quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.